Event description:
The customer stated that the cd22 hemoglobin (hgb) controls, run on the cell-dyn 3200 analyzer is showing a discrepancy between the morning and afternoon values. The customer also stated that when the room temperature is increased, the hgb control values decrease. There is no impact to patient management reported.

Manufacturer narrative:
Inthis is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.